Event description:
A monarc was implanted to treat stress urinary incontinence. It was reported that, "as a result of having the monarc implanted in her," she has, "experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone corrective surgery," and, "has endured impaired physical relations with her husband." As a result, the device has, "caused and in the future will," cause severe and debilitating personal injuries, pain and suffering, severe emotional distress, and "other damages."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.